Manufacturer narrative:
Analysis summary: the reported endoleak could be confirmed on the films provided; however the type or cause of the event could not be determined. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. The review of the pre-implant CT¿s did not provide any obvious anatomical characteristics that may have been a factor in the occurrence of a type ia endoleak. While a type 1a endoleak cannot be ruled out, this may also have been an acute type IV blush endoleak appearing as a focused endoleak caused by fabric porosity in that single layer portion of the stent graft. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that during the index procedure the plan was to balloon the graft and implant endoanchors prophylactically. After ballooning, a angiogram performed showed no endoleak. The physician proceeded to implant 8 endoanchors into the proximal neck. A final angiogram showed a type ia endoleak. An endurant aortic cuff was then implanted as treatment. Another angiogram showed the endoleak had resolved. As per the physician the cause of the event can not be determined. It was mentioned that the physician possibly caused a pleat in the graft while placing the endoanchors. No additional clinical sequelae were provided and the patient is fine.